Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a high blood glucose event. The customer's blood glucose was 560 mg/dl. Customer stated they had treated their blood glucose with 8 units of insulin. The customer stated their blood glucose remained high at 584 mg/dl when they checked it half an hour later. The customer also reported that there was a tear on the insulin pump's tubing. The customer also stated there were air bubbles in the tube. The customer declined to troubleshoot for their high blood glucose. No additional information provided.